Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been one other event for the reported lot. This event relates to the second batch of bone cement mixed for the same patient. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported to the rep that in 2 primary knee (side not reported) replacement cases on the same day, a dose of simplex p with tobramycin was prepared using a tower (manufacturer unspecified), mixed for exactly one minute. Upon attempted application, cement was found to be clumped with hardened, set cement chunks within the mixture. A second dose of the same lot was prepared and the same clumping occurred. Rep was not present for the procedures. Rep reported that hospital does have the cement stored in a temperature-controlled environment, but does not know the maintenance status of its climate-controlling equipment. A surgical delay was reported but not quantified to the rep.

Manufacturer narrative:
An event regarding setting time involving simplex with tobramycin bone cement was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection and functional testing was completed on the three retained samples from the reported lot. The results were satisfactory and within specification. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: there have been one other similar event for the reported lot. This event relates to the second batch of bone cement mixed for the same patient. Conclusions: the investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retained samples of the reported lot code were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.

Event description:
It was reported to the rep that in 2 primary knee (side not reported) replacement cases on the same day, a dose of simplex p with tobramycin was prepared using a tower (manufacturer unspecified), mixed for exactly one minute. Upon attempted application, cement was found to be clumped with hardened, set cement chunks within the mixture. A second dose of the same lot was prepared and the same clumping occurred. Rep was not present for the procedures. Rep reported that hospital does have the cement stored in a temperature-controlled environment, but does not know the maintenance status of its climate-controlling equipment. A surgical delay was reported but not quantified to the rep.